Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and wound infection ('infected wound') in an adult female patient who had essure (batch no. C06617 - not vaild) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, endometriosis, menorrhagia, umbilical hernia, ovarian cyst, cervicitis, rectal bleeding and abdominal distension. Family history included anxiety disorder (*mother). Concomitant products included ketorolac and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), wound infection (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury/mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal haemorrhage and fatigue had resolved and the wound infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and wound infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge. Date implant: (B)(6) 2016 -(as per pfs)discrepancy noted). Discrepancy noted: plaintiff did not undergo confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and wound infection ('infected wound') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, endometriosis, menorrhagia, umbilical hernia, ovarian cyst, cervicitis, rectal bleeding and abdominal distension. Family history included anxiety disorder (*mother). Concomitant products included ketorolac and tramadol. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), wound infection (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury/mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved and the wound infection, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and wound infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge. Date implant: (B)(6) 2016 -(as per pfs)discrepancy noted). Discrepancy noted: plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information updated. Event: infected wound, , anxiety, abnormal bleeding (vaginal)were added. Event: psychological trauma were updated psychological injuries to depression . Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') and wound infection ('infected wound') in an adult female patient who had essure (batch no. C06617) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, endometriosis, menorrhagia, umbilical hernia, ovarian cyst, cervicitis, rectal bleeding and abdominal distension. Family history included anxiety disorder (*mother). Concomitant products included ketorolac and tramadol. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), wound infection (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury/mental anguish"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal haemorrhage and fatigue had resolved and the wound infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and wound infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge. Date implant: (B)(6)2016 -(as per pfs)discrepancy noted). Discrepancy noted: plaintiff did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2020: event fatigue was added. Event outcome updated for vaginal bleeding. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury and vaginal discharge. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge were resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.